Event description:
It was reported to philips that intermittently the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the system was in clinical use. The procedure was completed as planned, the issue was intermittent and did not impact the procedure. No patient harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system logs found that there was no network connection beween the image processing pc (ippc) and the front detector controller. The fse determined that the issue was due to power problem as the front detector power-on self-test was successful. The power output was tested at 24.14v. The fse adjusted the power to 24.64v. After increasing the power output, the system was returned to use in good working order. The codes were updated based on the investigation outcome.